Manufacturer narrative:
Event date: approximated. Pending investigation closure.

Event description:
It was reported that the patient underwent an unsuccessful penile prosthesis surgery and contacted boston scientific patient education team for them to recommend a specialist. It is uncertain if the performed surgery intended to implant a boston scientific product. No additional information was provided.